Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws on the device became stuck on the cystic duct. The surgeon sutured the cystic duct to the side of the clip applier then cut the device from the tissue to remove. Another device was not needed to complete the procedure.

Manufacturer narrative:
(B) (4). (B) (4). (B) (6). Message from rep, "this surgeon has used tons of ligamax since it came out and has never had this problem before this. His technique has not changed and I verified that when I observed the lap chole. Device was not fired after the case. Message to rep, 'can you please educate surgeon on pulling the firing trigger to assist with opening the jaws." Message from rep, "absolutely, it's a priority for me."

Manufacturer narrative:
(B)(4). Device fired through lockout the analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. No incident related to the reported event was observed during the batch record review.

Event description:
The lay user/patient contacted lifescan alleging the meter has a cracked display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.